Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was seen to be kinked. The main coil was seen to be deployed. The main coil was seen to be partially deployed from the introducer sheath. The main coil was seen to be stretched and kinked. A functional inspection for coil in catheter friction functional was unable to perform due to damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the coil stuck in the catheter during an acute case. No further information was available. The returned coil was noted to be separated from the delivery wire. It cannot be determined if this happened during or after the procedure but it is likely that the device was damaged due to the friction. An assignable cause of procedural factors will be assigned to the reported 'coil in catheter friction' and to the as analyzed codes 'main coil stretched', 'main coil kinked/bent', 'main coil prematurely detached/separated during use'. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage will be assigned to the as analyzed code 'coil delivery wire kinked/bent' as the issue is most likely due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
The coil (subject device) was returned for analysis and it was discovered that the main coil (subject device) was prematurely detached during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.